Event description:
The 4.0+ inr with protime system vs. 2.0+ inr with unspecified lab system. Exact results not reported. Patient therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions: no conclusion can be drawn.